Event description:
It was reported that after multiple attempts to place the (B)(4) lead, the physician was concerned about blood ingress at the distal tip and requested a new lead. The (B)(4) lead was then attempted to be implanted but could not be placed in the patients coronary sinus. Both leads were not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that all conductors were distorted, the distal conductor was flattened and there was blood/body fluid on all conductors. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on all conductors.